Event description:
It was reported that the patient came back a couple of months post vascular stent deployment with a fractured stent. No additional procedural information has been provided. There is no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device has been provided, a device history review could not be performed. The investigation is currently underway.